Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va0jhdy, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the skin appeared thin around the implantable neurostimulator (ins) pocket. It had not yet eroded, but they wanted to prevent possible future erosion, so surgery was performed to move the ins from the chest to the abdomen. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient was doing great and was much happier with the new battery location. The healthcare professional had adjusted the patient¿s settings slightly at her follow up appointment.